Manufacturer narrative:
A thorough investigation was performed to determine the cause of the reported problem. The reported issue was confirmed and determined the cause was the insufficient rtv (room temperature vulcanizing) coverage which may have resulted from improper cleaning and sterilization process. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.

Event description:
It was reported the x8-2t transducer failed the electrical safety test. The transducer was associated with an epiq cvx ultrasound system. This issue was found outside of clinical use and there was no patient or user harm. The service engineer confirmed the reported issue and replaced the transducer to address the customer¿s immediate concerns. Philips has started an investigation and upon completion, a follow-up report will be submitted.